Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions while the pump was charging as well as not being charged. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. There was no reported adverse impact to the customer's blood glucose level.